Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not turning on. The rse determined that there was no power deliver to the system and suggested to check the 0.5 ma fuse in the startup board in mdpu. As suggested by the rse, the philips field service engineer (fse) visited onsite and upon functional testing, the fse found blown fuses in pdu on off board. To resolve the reported issue, the fse replaced the fuses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.